Manufacturer narrative:
(B)(4). The machine was reworked and passed all subsequent testing. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined.

Event description:
It was reported to baxter?s technical service center that a high drain alarm 105 occurred with the homechoice (hc) machine after use. (A high drain alarm 105 (iipv) indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode during drain 5. The total volume equaled 12000ml, fill volume equaled 2200ml and the total volume equaled 90 percent. The total ultrafiltration (uf) equaled 30ml and the last fill volume equaled 1500ml. The home patient (hp) had initial drain at 268ml and uf of 2081ml. The baxter technical service representative (tsr) explained the programmed therapy. The hc did not drain the hp empty until the 5th drain. The tsr stated that it was not programmed for any real uf and the uf accumulated until the 5th cycle. The hp recorded her reading everyday and her normal uf was between 1200ml and 1400ml. The tsr advised the hp to call the registered nurse (rn) to discuss how to program the total uf and the initial drain alarm volume. The hp understood and would call her nurse. The hp did not want the device swapped at the time. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.